Event description:
It was reported that there is progressive damage to the electrode array. Electrode channels 1, 2, 5, 6, 7 and 8 have hi status. At times there is also a short circuit status between electrodes 4 and 8. The patient is scheduled to be re-implanted on july 14.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.